Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, the unit did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The reload in question was not able to fire. The reload was locked out. A new reload was opened to complete the case. There was no patient injury.